Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. Transseptal puncture was performed with a brk transseptal needle. Geometry of the left atrium was created and ablation was successfully performed around the pulmonary veins. While confirming a bidirectional block of the pulmonary veins, the patient became hypotensive and an echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis with reperfusion was performed, however the effusion continued. Protamine and fresh frozen plasma were administered; however a thrombus formed and the pericardial drain clogged. The patient decompensated and was transferred for surgical repair of a perforation in the left atrial appendage which stabilized the patient. The patient is currently in cardiac in rehabilitation and recovering well. There were no performance issues with any sjm devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.